Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the severely calcified and tortuous below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was not completed due to another reason. No patient complications were reported and the patient condition was good. It was further reported that after the product was ruptured, there was no device that could pass through the highly calcified lesion, and no alternative device was available, so the procedure was discontinued and rescheduled to a later date.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the severely calcified and tortuous below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was not completed due to another reason. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Init rptr facility name: (B)(6) hospital. Initial reporter address 1: